Event description:
It was reported that during a right common femoral stenting treatment procedure, a stent dislodgement occurred. The customer stated that, he was "trying to reach the right common femoral but couldn't get up and over the bend. Pulled back the sds [stent delivery system] and noticed the stent was off of the balloon. Implanted the stent in the left common femoral. No pt complications." It was also reported that the lesion being treated was extremely calcified and the vessel was extremely tortuous. Both left & right groin sites were used as vessel access puncture sites. The lesion was predilated. The dislodged stent was moved to the left common femoral artery and fully deployed. No add'l stent placement was attempted. The pt's condition during this event was stable. The procedure was not completed, but add'l procedures or surgery were not required. No pt injuries or complications were reported. Pt status is reported as "stable."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.